Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found pieces of silicone from the damaged septum inside the hex inset of the setscrew.

Event description:
It was reported that the pulse generator set screw could not be tightened. The device was not implanted.